Event description:
Per importer's MDR: it was reported that the user fell after the right arm of a bariatric drop arm commode gave way. The user's husband tried helping the user up and fell too. It is unknown if injury or medical intervention occurred. Additional information was requested, but is not available at this time.